Event description:
A customer contacted beckman coulter regarding imprecision on psa results from two pts that was generated by the access 2 immunoassay system. The initial psa result for pt one was 5.26ng/ml. The sample was then repeated several times and psa result of 2.140ng/ml, 3.783ng/ml and 4.705ng/ml (reported out of the lab) was received. The initial psa result for pt two was 6.962ng/ml. The sample was then repeated several times and psa result of 0.012ng/ml, 4.056ng/ml and 6.852ng/ml (reported out of the lab) was received. The customer indicated that pt one had hypertrophy prostate with obstruction and pt two had acute prostatitis. There has been no change to pt treatment or any injury that can be attributed to this event. No add'l info regarding this event has been provided.